Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 31-jan-2019 / serial or lot#: (B)(4), UDI #: (B)(4) device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun device manufacture date: mfg date: 22-jan-2018 labeled for single use: no (B)(4). Brand name: heartware ventricular assist system ¿battery d4: model #: 1650/ catalog #: 1650/ expiration date: 31-mar-2019 / serial or lot#: (B)(4). UDI #: (B)(4) device available for evaluation:: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun device manufacture date: mfg date: 29-mar-2018 labeled for single use: no. Brand name: brand name: heartware ventricular assist system ¿battery d4: model #: 1650/ catalog #: 1650/ expiration date: 30-nov-2018 / serial or lot#: (B)(4) UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun device manufacture date: mfg date: 27-nov-2017 labeled for single use: no. (B)(4). Brand name:: heartware ventricular assist system ¿battery d4: model #: 1650/ catalog #: 1650/ expiration date: 31-jul-2018 / serial or lot#: bat583844 UDI #: 00888707000369 device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun device manufacture date: mfg date: 31-jul-2017 labeled for single use: no (B)(4). Brand name:6 additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient showed up to the emergency room with electrical fault alarms, that cleared on its own, and a ventricular assist device (vad) stop alarm. The driveline was inspected and revealed multiple small cracks. Upon review of log files, it was indicated that the patient also had seven(7) other electrical fault alarms that cleared on their own, the vad exhibited high watt alarms and the controller exhibited unexpected loss of power. Additionally three (3) batteries exhibited communication error due to power disconnect alarms. The driveline, the controller and the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products. D4: lot #:r016800 d9: yes, return date: 20-oct-2022. Dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and corrections. The driveline cover product data was corrected. D4 model # and catalogue # was corrected from 1125 to 1175. D9 return date was corrected from 20-oct-2022 to 20-jan-2022 product event summary: a segment of the driveline cable associated with (B)(6) and the driveline boot cover (lot no. R016800) were returned for evaluation. One (1) controller ((B)(6)) and six (6) batteries ((B)(6)) were not returned for evaluation. No performance allegations were made against (B)(6) and (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(6) manufacturing records confirmed that the associated device met all requirements prior to release. A review of the driveline cover's manufacturing documentation revealed that an ncri associated with potential dimensional issues of the device was generated, which may have been related to the reported difficulty removing the driveline cover event. Visual inspection of the returned driveline boot cover, as well as on-site inspection, revealed that the driveline cover was stuck on the connector of the driveline and could not be removed. As such, functional testing could not be performed on the returned driveline cover. Additionally, visual inspection revealed foreign material within the device, likely due to handling of the device. Dimensional verification revealed that the driveline cover experienced shrinkage in several dimensions compared to design specifications. Supplemental testing revealed that the driveline cover also exhibited increased hardness and material stiffness as compared to the control sample. Visual examination of the returned segment of the driveline cable, as well as on-site inspection of the driveline and visual evidence provided by the site, revealed damage to the connector body, breaks in the outer sheath and inner lumen, and damage to the insulation of the red wire. Visual inspection also revealed contamination inside the driveline connector. In addition, visual inspection of the returned segment of the driveline cable and visual evidence provided by the site revealed damage to the strain relief and yellowing of the outer sheath. Functional testing of the driveline segment revealed that the driveline did not maintain continuity across all wires across the length of the received segment. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source has an rsoc greater than 25%. Review of the controller log files also revealed 22 controller power-up events, with associated motor start events, logged between 03/dec/2021 and 02/jan/2022. Several momentary disconnections between the controller and batteries, including (B)(6), were recorded leading up to several of the losses of power; of note, the events leading up to the first two (2) losses of power could not be confirmed since the data log files did not cover the associated dates. The controller was without power for an average of nine (9) seconds per loss of power. Additionally, review of the alarm log file revealed one (1) electrical fault alarm logged at 15:27:35 on 16/dec/2021 due to an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front stator only). This was followed by one (1) high watt alarm at 15:27:35, likely triggered due to the increased power consumption required to run on a single stator. Eight (8) additional electrical fault alarms, two (2) high watt alarms, and seven (7) vad stopped alarms were logged on 04/jan/2022. Two (2) electrical fault alarms were logged at 17:11:29 and 17:17:12, indicating an overcurrent condition on the rear stator. This likely triggered the subsequent high watt alarms at 17:11:30 and 17:12:46 due to the increased power consumption required to run on a single stator. Review of the event log file then revealed a controller power-up event logged at 17:17:12. Several momentary disconnections involving (B)(6) were logged leading up to the loss of power. The controller was without power for eight (8) seconds. A vad stopped alarm was then logged at 17:17:43, indicating that the pump failed to restart after multiple attempts. Seven (7) additional controller power-up events, six (6) additional electrical fault alarms indicating that the rear stator was not connected, and six (6) additional vad stopped alarms indicating that the pump failed to restart after multiple attempts were logged between 17:18:27 and 17:25:48, likely during troubleshooting of the initial vad stopped alarm. A successful motor start event was then logged on 04/jan/2022 at 17:25:57. Further review of the alarm log file revealed that two (2) electrical fault alarms, four (4) high watt alarms, and two (2) vad disconnect alarms were logged on 18/jan/2022. The electrical fault alarms were logged at 12:37:23 and: 12:48:26 due to an open phase on the rear stator and on the front stator, respectively, resulting in single stator operation. This likely triggered the subsequent high watt alarms, logged between 12:37:33 and 12:48:28, due to the increased power consumption required to run on a single stator. The vad disconnect alarms, logged at 12:46:23 and 12:53:02, were indicative of physical disconnections of the driveline from the controller, likely during the splice repair procedure. In addition, one (1) high watt alarm was logged on 19/jan/2022 at 15:37:45, immediately following an increase in pump rotational speed. Further review of the event log file revealed four (4) additional controller power-up events, with associated motor start events, logged between 09/jan/2022 and 27/jan/2022. Momentary disconnections were logged leading up to several of the losses of power. The controller was without power for an average of eight (8) seconds per loss of power. As a result, the reported event was confirmed. A driveline splice repair procedure was performed to mitigate the reported driveline cable damage conditions. (B)(6), along with several other batteries in use within the analyzed period, had been lubricated prior to release. There was no evidence that the lubrication procedure was performed on (B)(6). Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. The most likely root cause of the driveline connector damage can be attributed to the manipulation of the device while trying to remove the stuck driveline co ver. The most likely root cause of the observed driveline strain relief damage can be attributed to the handling of the device. Based on the available information, a possible root cause of the high watt alarm on 19/jan/2022 can be attributed to inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. Based on historical review of similar events, the driveline sheath damage and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the reported electrical fault alarms and subsequent high watt alarms through 04/jan/2022 can be attributed to a short in the driveline due to damage to the driveline cable wires. The most likely root cause of the observed damaged inner lumen and driveline cable wires can be attributed to handling of the device after the outer sheath damage left the inner lumen and wires exposed. A possible root cause of the electrical fault alarms and subsequent high watt alarms on 18/jan/2022 may be attributed, but not limited, to contamination of the driveline cable connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Possible root causes of the communication e rrors, and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent d isconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the observed momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products d4: serial #: (B)(6), h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d01, d02, d10, d15 d4: serial #: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d4: serial #: (B)(6), h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4:model #: 1175 / catalog #:1175/lot #:r016800 d9: yes, return date: 20-jan-2022 h3:yes h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c06, c07 h6: FDA conclusion code(s): d1501 d1: heartware ventricular assist system ¿battery d4 : model #: 1650 / catalog #: 1650/ expiration date: 31-dec-2018 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: yes h4: mfg date: 11-dec-2017 h5: no h6: patient ime code(s): e0601, e0602, e060110 h6: imf code(s) f08, f23, f1203, h6: img code(s): g02002, g0403401 h6: FDA device code(s) a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s):c04 h6: FDA conclusion code(s): d01, d02 d1: heartware ventricular assist system ¿battery d4 : model # : 1650 / catalog #: 1650 / expiration date: 31-dec-2018/ serial #: (B)(6), UDI #: (B)(4), d9: no h3: yes h4: mfg date: 10-dec-2017 h5: no h6: patient ime code(s): e0601, e0602, e060110 h6: imf code(s):f08, f23, f1203, h6: img code(s): g02002, g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s):c04 h6: FDA conclusion code(s):d01, d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data for two batteries. The batteries subsequently tested out of specification during manufacturer¿s analysis. The batteries remain in use.

Manufacturer narrative:
A supplemental report is being submitted for correction corrected: h1- type of report h6 - imf code serial# (B)(6) h6 - imf code: f08 serial# (B)(6) h6 - imf code: f08 serial# (B)(6) h6 - imf code: f08 serial# (B)(6) h6 - imf code: f08 serial# (B)(6) h6 - imf code: f08 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information: newly added 5 and h10 product event summary: d1: heartware ventricular assist system ¿battery d4: model #: 1650, catalog #: 1650, expiration date: 30-jun-2021, serial#: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 23-jun-2020. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g02002. H6: FDA device code(s): a0705. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that upon a log files review, a fourth battery exhibited communication error due to power disconnect alarm "and" remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details, patient information. The patient weight and the patient r relevant history has been updated investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental report is being submitted for additional information and corrections. See updated sections: additional codes and additional products: d1: heartware ventricular assist system ¿controller 2.0 (B)(6). Patient ime code(s): changed from e2403 to e0602, e0601, e060110 h6: imf code(s): addition of: f1203, f23 d1: heartware ventricular assist system ¿battery (B)(6). Patient ime code(s): changed from e2403 to e0602, e0601, e060110 h6: imf code(s): addition of: f1203, f23 d1: heartware ventricular assist system ¿battery (B)(6). Patient ime code(s): changed from e2403 to e0602, e0601, e060110 h6: imf code(s): addition of: f1203, f23 d1: heartware ventricular assist system ¿battery (B)(6). Patient ime code(s): changed from e2403 to e0602, e0601, e060110 h6: imf code(s): addition of: f1203, f23 additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1125- / catalog #: 1125-. Asku d9: no h4: mfg date: unk h5: no h6: patient ime code(s): e0602, e0601, e060110 h6: imf code(s): f1203, f08, f23 h6: img code(s): g04037 h6: FDA device code(s): a150207 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported and clarified, that the patient had been lost to follow-up for about a year prior to the hospitalization, and had initially presented with a ventricular tachycardia (vt) and ventricular fibrillation (vf) arrest in early january, at a different medical center, in the setting of a ventricular assist device (vad) stop and electrical fault alarms that had not cleared on its own as initially reported. There were multiple compromised areas observed along the driveline, which the hospital taped over until a splice repair could be performed on (B)(6) 2022. The splice repair revealed multiple breaks as reported initially, a ¿heavily¿ discolored driveline and two (2) significant breaks, one of which was damaged to the red wire. When the driveline cover was attempted to be removed, it was not possible. Further inspection revealed the connector was completely dissembled inside the cover and the nut was stuck which prevent the cover from being removed. The driveline cover was also hardened, shrunk and stuck on the connector which caused it to become disassembled. The driveline was successfully repaired and the vad started without issues; however, t he patient was left without a driveline cover due to removal of the damaged one, and none available at the site for replacement post repair. Additionally, further log file review done after the splice repair, revealed a power disconnect alarm on the same battery that had this prior to the repair and two instances of loss of power to the same controller that this was observed with prior to the repair. No further patient complications have been reported as a result of this event.